Event description:
Patient had mandible plate placed six weeks prior. When physician removed plate, the plate appeared to be okay, but the screws that held the plate in place were noticed to be loose.